Event description:
It was reported that customer experienced a signal too alarm, and an unexpected restart alarm during priming. Customer's blood glucose was 148 mg/dl. Customer was advised to monitor insulin pump and to call should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.